Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient received an alert and the cgm was showing 40 mg/dl. A bg meter reading was not taken for comparison. The patient's mother gave the patient juice and a candy bar based on the cgm reading and the reading went up to 80 mg/dl. The reading dropped low (no specific value provided). The patient's mother gave the patient another candy bar and juice. She did this for a total of 3 times. On the third time, the patient's mother drove the patient to the hospital the patient's bg was checked and it was over 600 mg/dl while the cgm was still showing 40 mg/dl. The patient was admitted to the ER and treated with insulin drip, IV fluids and had bloodwork done. The patient was in the ER for 4-5 hours. It was reported that the patient's latest reading (no specific date provided) was cgm 48 mg/dl and bg 405 mg/dl. At the time of the report, the patient was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid was taken in the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.